Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five months previously the implantable cardioverter defibrillator (ICD) possibly detected a supra ventricular tachycardia (svt) as fast ventricular tachycardia (vt) and treated it with anti-tachycardia pacing. The ICD remains in use. No patient complications have been reported as a result of this event.